Event description:
It was reported that the usb cable was observed to be loose inside the port resulting in intermittent issues with charging the pump battery. There was no reported adverse impact to customer¿s blood glucose level. Multiple follow up attempts were made to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.